Manufacturer narrative:
H6: device code a150205 captures the reportable event of difficult to advance.

Event description:
It was reported that an obtryx ii system - halo device was used during a periurethral dissection and urethral foley catheter insertion. After bladder emptying, multiple attempts were made to pass the left halo needle for placement of the periurethral mesh intended to correct urinary incontinence. However, these were unsuccessful. The procedure was then aborted. The foley catheter was left indwelling, and the anterior vaginal incision, along with the obturator fossa entry points, were closed. The physician then proceeded to complete the vaginal prolapse repair using sutures.